Event description:
During use of the device for endoscopic saphenous vein harvesting, the user reported that the edge of the harvester rod cut the vein into two pieces. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.